Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-07756. It was reported that the patient presented in clinic with a pacemaker that was unable to be interrogated due to a premature battery depletion from excessive radio frequency (rf) telemetry use and high current drain. The right ventricular (rv) lead exhibited chronic noise, which was recorded as high ventricular rate. Upon opening the pocket for the generator change, the right ventricular lead was tested and exhibited low sensing and loss of capture. The device was explanted and replaced; the rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.

Event description:
Correction: it was reported that the right ventricular lead exhibited low pacing impedance and high capture threshold as well.